Event description:
It was reported that the patient experienced a high impedance issue and lead migration, both associated with the lead. The high impedance was classified as device-related, while the lead migration was procedure-related. Both events were classified as mild and required surgical intervention, including explant, reimplantation, and revision. The adverse events were resolved without sequelae as of 2022-apr-12. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead, ubd: unknown, UDI#: unknown this regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.